Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the complaint could be confirmed for potential vessel occlusion. The exact root cause could not be determined. The likely cause was determined to have been procedural factors or improper deployment resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a vessel occlusion occurred due to the collagen slipping into the vessel. During the hemostasis procedure, the physician felt sure that the anchor was completely positioned against the vessel wall, although it was probably not, tamped the collagen sponge as usual, and determined that hemostasis was successfully achieved. After the patient returned to the patient's room, the patient complained of discomfort in the lower extremities. As ultrasonography confirmed a decrease in blood flow; therefore, an angiography was performed, which revealed an acute embolism. A supera stent (abbott cardiovascular) was implanted to recanalize the blood flow. Sufficient blood flow was confirmed, and the procedure was successfully completed. The patient required non-surgical intervention, pacemaker implantation (ppi), due to the event. An ultrasound was performed to diagnose the vascular insufficiency. An angiogram was performed to diagnose the vascular insufficiency. There was obstruction to the blood flow. The patient was recovering. There is no additional information to be provided. The physician commented that this was possibly due to the narrowness of the blood vessel and the proximal lesion, and the collagen sponge may have been tamped inn the condition where the anchor was not fully deployed. The procedure before deploying the device was a ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. After the patient returned to the patient's room, the patient complained of discomfort in the lower extremities. As angiography revealed acute embolism, a supera stent (abbott cardiovascular) was implanted to recanalize the blood flow. Sufficient blood flow was confirmed. No equipment or other devices were used with the above product.